Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. When the products were being removed from the packages, some threads presented degradation, so it was not possible to remove them. In the visual inspection of the samples received, it was possible to note that the secondary envelopes presented some white spots, they were smashed and damaged. The white spots, the smashed regions and the damages to the envelope may be related to transportation, storage or handling, which caused the characteristics presented in the samples received. The damages to the envelopes compromised the integrity of the package, letting the product be exposed to external air.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The suture broke during surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.